Event description:
It was reported that there was burn damage on battery the compartment. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the battery compartment contact springs had burn damage and the battery compartment door was missing. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The battery compartment was replaced to fix this issue and software was updated. Device passed all testing after repairs.